Event description:
MFR informed on 2/2002 of a death in a tanning facility. An attendant found the deceased, lying on the floor, and the tyler police dept. Was immediately summoned to the scene. According to the salon owner, a police investigation and autopsy were performed. The police investigation has been closed, and the autopsy was not able to determine cause of death. There is no evidence as to whether or not the deceased had used the tanning device. Facility has released the device for serivce. MFR has made several attempts to contact salon owenr for permission to inspect the device in their presence, and has received no response.